Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read 20 to 40 points higher than another device. No additional information regarding the reported complaint was obtained as the reporter disconnected call. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.